Event description:
Hospital advised that the rate on channel b was set at 1.5ml/hr and it was running in the drug, dose, calc mode, when it alarmed and displayed error code 207. Channel d was also in use and displayed "remove IV set immediately". There was no pt consequence.